Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm peek monopolar handle 33cm, dings and scratches were noticed throughout the shaft of the device. The 5mm, 33cm peek monopolar handle 33cm passed the insulation integritytest. The probable root cause/s could be normal wear or user mishandling, due to dings and scratches being noticed throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.